Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pump functioned properly. The pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 380mg/dl. The customer states their levels had gone as high as 400mg/dl. The customer states they treated with bolus and insulin pens. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.